Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon inserted the injector into the eye but then changed his mind and did not implant the lens. Further information received indicated a breakage of the capsular bag during surgery, which resulted in a vitrectomy being performed. Additional information was requested but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic bent. Functional testing cannot be performed due to the damage. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, the root cause of the reported event could not be determined.